Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave hybrid w/ e/f plug intra-aortic balloon pump (iabp)¿s , touch screen was not working. There was no patient involved.

Event description:
It was reported by the customer that touch screen of cardiosave intra-aortic balloon pump (iabp) was not working. Issue was discovered before use and there was no patient involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - b5, h6 (investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and replaced the touch screen as it did not work. Functional tests performed with positive results.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported by the customer that before use the cardiosave intra aortic balloon pump (iabp) touch screen does not work, faulty touch ( broken by user). There was no patient involved. A getinge field service engineer (fse) evaluated the unit and replaced the touch screen as it did not work. Functional tests performed with positive results.